Event description:
It was reported that the customer's blood glucose was 50 mg/dl, which he treated with orange juice. The customer was receiving lost sensor alarms on the insulin pump. Troubleshooting was performed and the customer was advised to monitor the communication issues between the sensor and insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)